Manufacturer narrative:
One bi-directional, curve d-f, sensor enabled, advisor hd grid mapping catheter was received for evaluation. A bend was noted on the catheter shaft 0.3" proximal to the paddle base assembly between the shaft electrodes. Internal components were exposed and protruding at the aforementioned bend. No other visual anomalies were noted. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed.

Event description:
This report is to advise of a bend with protruding internal components that was noted during analysis.